Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling problems) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to the pinhole in the bending section cover, water tightness was lost. Additional findings include foreign objects found in the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack, and the adhesive on bending section cover had a white clouded area. The adhesive around the objective was also peeled, adhesive around the light guide (lg) lens was peeled, and the lg lens had a crack, the protector of the universal cord on the scope connector side had a scratch, the suction cylinder was shaved, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite gastrointestinal videoscope, there was a pinhole in the bending section cover. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.